Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 g, route, frequency and duration were not reported), fortum injection (1 gm, frequency and duration were not reported) and reflin injection (1g, intraperitoneal, duration and frequency were not reported) for peritonitis. Four days after the event onset, patient was recovered from the event. Fourteen days after the event onset, treatment was discontinued. Pd therapy was ongoing. No additional information is available.